Manufacturer narrative:
The following fields were updated due to additional information: d10/d11: concomitant medical products: device available for eval?: yes. D10/d11: concomitant medical products: returned to manufacturer on: 2/9/2021. H.6. Investigation: customer returned five syringes with no pouch for identification. Markings on all syringes indicate that they are 0.3ml syringes. One of the five syringes was returned with its needle shield and hub separated from the barrel. The hub is lodged in the shield. There is no damage to the connector at the distal tip of the barrel nor the base of the needle hub. No signs of use. No other defects found. The remaining four syringes were returned intact. While the needle shields required significant force to remove, they could come off without disturbing the needle hub. No signs of use or defects found to these samples in particular. A review of the device history record was completed for batch # 0139094 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to this complaint. Root cause for this defect cannot be determined. CAPA# (B)(4) was initiated. H3 other text : see h.10.

Event description:
It was reported that 2 syringe 0.3ml 31g 8mm wholeunit 10bg 500 separated from the hub during use. The following was reported by the initial reporter: "it was reported that the consumer found two syringes that the needle shields were hard to remove and the hub goes with it. Event reported by consumer found 2 syringes needle shields hard to remove when remove hub goes with it."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 syringe 0.3ml 31g 8mm wholeunit 10bg 500 separated from the hub during use. The following was reported by the initial reporter: it was reported that the consumer found two syringes that the needle shields were hard to remove and the hub goes with it. Verbatim: event reported by consumer found 2 syringes needle shields hard to remove when remove hub goes with it.